Event description:
It was reported that the 9600 system had a damaged x-ray grid affecting image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray grid was replaced during the service call. The system was tested and found to be working as intended and put back into service.